Manufacturer narrative:
A titan touch pump and cylinder 2 were received for evaluation. A partial separation was noted within abrasion on the longer exhaust tube of the pump. This is not a site of leakage. Abrasion was noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tube of cylinder 2 near the tube/strain relief junction. This was a site of leakage. The surfaces of the separation appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were also noted on the exhaust tube of cylinder 2. This was not a site of leakage. Another area of abrasion was also noted on the exhaust tube of cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 2 near the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 20251 due to the system being empty. Additional information received indicated that on removal of the implant, the system was empty. It was an implant that had just one cylinder placed in a phalloplasty in original surgery. This had been adapted by the surgeon to fit the phalloplasty. When the implant was inspected, there was a crack in the tubing just above exit point from cylinder. Reservoir was left in situ.

Event description:
Additional information received further reported that upon removal of the implant, the system was empty. When the implant was inspected, there was a crack in the tubing, just above the exit point from the cylinder. It was noted that the implant had just one cylinder, placed in a phalloplasty; it had been adapted by the surgeon to fit the phalloplasty. The pump and cylinder were replaced, the reservoir was left in situ.

Manufacturer narrative:
Additional review determined that portions of this event were also reported under manufacturer report number 2125050-2021-00594. Complaint records have since been merged. Any subsequent reports regarding this event will be submitted under this manufacturer report number, 2125050-2021-00395.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, a revision procedure was planned as the physician advised that the system is empty and will need revision of the cylinder, pump and reservoir.